Event description:
Boston scientific received information that this right atrial lead displayed high, out of range pacing impedances, noise and increased thresholds. Sensing was noted to be fine. The following physician did not want to the patient to have an additional surgery so the lead will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.